Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. During the analysis it was observed that the fiber tip was degraded. There was no light exiting the connector face, indicating an internal connector fracture. In addition, the visual inspection confirmed the connector face burned, and the fiber body was seen protruding the sub miniature (sma) strain boot. The fiber was functionally test and results affirmed there was no aiming beam. It is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the fiber face and the smoking mentioned by the customer. The fiber body was not physically disconnected from the connector portion, but the fiber body tubing was seen outside the connector sma strain boot. No light exiting the connector face, can be a result of an internal connector fracture, leading to the reported event. The complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, it was noticed that the black plastic part of the connector was smoking, and it was found that the fiber had been disconnected from the connector. Due to this, the procedure was completed using another fiber. During the product analysis, it was observed an internal connector fracture. There were no patient complications.